Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was not detected on the bus. A field service engineer (fse) replaced the retractor band for drawer 2-1 to resolve and tested functionality using the hardware test application and the med application, which confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred with failure code "devicenotonbus." Auxiliary drawer 1.2 was not detected on the bus, affecting the entire drawer. An attempt to recover the drawer was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.